Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a rotator cuff repair, when opening the packaging, the twinfix ultra device was exposed and not in a sterile packaging. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is in its original packaging but the inner poly pack has been opened. The clear top of the poly bag shows the mark where it was sealed at one time. There is crinkling near the chevron end of the bag. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed but the root cause could not be established as the sterile packaging appeared sealed at one time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.